Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer was able to resume insulin delivery after cleaning the speaker holes. Additionally, it was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check; however, ultimately the customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 200 mg/dl.